Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
On the second insertion and 2 passes with the turbohawk, a perforation in the patient's peroneal artery was noticed after angio. The physician used a pta inflation over the affected area to resolve the perforation.